Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. Customer is currently borrowing a insulin pump from a doctor as a backup. The customer had already discontinue use of the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.